Manufacturer narrative:
D9 - date returned to MFR: 03-jun-2026. H3 and h6 codes: updated. The suspect device was returned for evaluation. Review of the service history showed no service activity within the past 12 months. Visual inspection revealed no anomalies. Functional testing was performed, and error code 42224 was successfully duplicated, confirming the complaint. Although the exact root cause could not be determined, the issue was resolved by replacing the motherboard.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 42224 during infusion. There was patient involvement, no injury was reported.